Manufacturer narrative:
Concomitant products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a change in therapy effect and return of symptoms. Underdose and withdrawal were reported. It was also reported the patient¿s medication was changed on (B)(6) 2015 and the patient had been having issues. The drugs were changed from dilaudid and bupivacaine to fentanyl and bupivacaine. The patient had severe symptoms on the night of (B)(6) 2015; however he made it through the weekend. The patient called the healthcare provider (hcp) on (B)(6) 2015, but received no call back. The primary care provider (pcp) was then called on the morning of (B)(6) 2015 who wanted the patient to go to the emergency room (ER) because of their medical conditions (cardiac condition). They were on their way to the ER when the clinic returned their phone call and the patient was taken into the clinic to have the pump decreased. The fentanyl and bupivacaine were decreased 50% on (B)(6) 2015 around 2pm. The fentanyl concentration was 5000 mcg/ml and the dose per day was 1999.3 mcg/day and was decreased to 99.7 mcg/day. The bupivacaine concentration was 3.1mg/ml and the dose per day was 1.2396 mg/day that was decreased to 0.6198 mg/day. It was noted the patient just spent 48 hours in the hospital. It was further reported on the morning of (B)(6) 2015 the patient woke up feeling worse than the previous day with no relief and it was thought the patient was in withdrawal from the change in medication being decreased and given nothing to compensate. The patient had been throwing up, nothing but bile and worried about dehydration and started complaining of tightness and shortness of breath. A cardiac workup on the patient was completed and the patient had a stress test done as well as telemetry monitoring. When the patient had arrived at the ER the patient had blood pressure readings (3 sets) that were 190/90 and hr (heart rate range) was 110-120 (tachycardiac). The patient was given zofran and phenergan intravenously (IV) because the patient was vomiting and not keeping anything down. The patient was also giving IV fluids of ns (normal saline) 125 cc/hour for approximately 30 hours. The patient was then sent home because he was originally admitted for underlying cardiac conditions and had nothing to do with the jurisdiction over it and tried to find out where patient¿s pump managing hcp had permission to work. The hcp was going to have the pump shut off and oral medication was to be given. The patient was discharged from the hospital (B)(6) 2015 at 6 p.m. It was noted the patient ¿was done¿ and would rather live with the pain and wanted the pump taken out because the patient hasn¿t had anything, but side effects from all the medications. Additional information indicated that the patient¿s pump was permanently turned off with the password and he would be getting it taken out permanently. The patient would be following up with a consultation for removal later. The patient¿s outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of symptoms was a mediation change to the intrathecal (it) pump and medication withdrawal. The patient was planning to have the pump explanted and had an appointment with the healthcare provider (hcp) on (B)(6) 2015. It was further reported the pump had been turned off since (B)(6) 2015 and the physician who placed the pump was refusing to take the pump out stated "he was no longer doing that." The reporter wanted a hcp who could remove the equipment now that it was no longer functioning. The reporter was able to get in touch on (B)(6) 2015 with the patient's spinal cord surgeon to take out the pain pump when they do the fusion surgery. It was further reported the patient went to see the surgeon who was doing the fusion and pump removal that the previous doctor "screwed up on a year ago in 2014" and was taking care of the patient's need to remove the pump that was permanently shut off so they have resolved the issue of needing a physician to remove the pump. The patient originally made an appointment to be seen and had been struggling to go off all the medicines since the pump got turned off on (B)(6) 2015 and was trying to reschedule the appointment. The patient was receiving dilaudid 4mg 1-2 tablets three times daily as needed or six times a day. If additional information is received, a follow-up report will be sent.